Event description:
The facility reports, after they sat the pt in the chair, the spreader bar fell on the pt. No injuries were reported.

Manufacturer narrative:
The load cell on this type of lifter is designed with two threads, upper and lower. The two screws are secured by a spring pin. The upper screw is the link between the scale and the lift. And the lower screw is the link between the scale and the spreader bar. The attachment on top on the incident lifter was sufficiently tight and secure. Loctite was found on the threads. There was no trace of loctite found on the threads of the load cell. No sign of damage was found on the threads. Minimal signs of wear could be found on the spring pin. Otherwise, it presented no other anomalies and its dimensions were to specification. From all evidence on the load cell, the MFR determines the load cell was taken apart after original assembly by a non-qualified person, or the load cell had a production error. Based on add'l follow-up with the supplier, appropriate checks are in place during production to ensure all components are in place which eliminate the probability of a production error.